Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device reset itself after having a 0.6 tesla magnetic resonance imaging (MRI).